Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 70 and blood glucose was 40 mg/dl. Customer also had issues with tape adhering. Customer declined transfer to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.